Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was not getting better coverage. It was noted that the contacts were showing high impedances on both leads. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was not getting better coverage. It was noted that the contacts were showing high impedances on both leads. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that patients lead had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting better coverage. It was noted that the contacts were showing high impedances on both leads. The patient will undergo a revision procedure wherein the leads will be replaced.